Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution. Additional information was obtained and it was confirmed that the inaccurate values were obtained at the workshop. The ev1000 was sent to the workshop after saline solution was dropped on the databox.

Manufacturer narrative:
The product is expected to be returned and be evaluated. A supplemental report will be submitted to communicate the device history record review results as well as the investigation results.

Event description:
As reported, before use, of this ev1000 platform, values on the monitor did not match with the expected injectate temperature during a technical verification test with a simulator. The out of range it values noticed were (expected result: it 1,4°c (1,4 +/- 0,3)°c ; current result: 1,8 °c). No error message was displayed related to this event. There was no patient involvement in this event.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
While the initial event was reported after saline solution was dropped on the data box, it is unknown how the power adaptor was mounted at the time of the event. However, there was no smoke, sparks or fire reported. After the power supply was replaced, inaccurate values previously mentioned were observed. The suspect device was returned for examination and the customer¿s report was confirmed. When connecting cables to the data box, an ¿incompatible sensor¿ message was observed. A visual inspection confirmed that there was corrosion located on the pins of the cvp connector while the td connector had broken pins. There is no evidence or indication that a manufacturing defect was responsible for the corrosion or broken pins; rather the root cause was assigned as ¿connectors damaged in the field by the end user.¿ with any hemodynamic monitoring, patient parameters can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. In this case it is unknown if user or procedural factors played a part in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.